Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It is reported that a small volume folfusor did not infuse at all. The folfusor was filled with 4800 mg of 5fu. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6) 2017. One actual folfusor was received at the for evaluation. Visual inspection on the returned unit via the naked eye showed no signs of blockage or physical abnormality that could have caused the reported flow problem. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed on the sample. The flow rates were found to be within the product specification range. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.